Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, the rolling loop fiber was found to be misaligned, which would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where check all boards and fiber test failure were found to be failing on the rolling loop. Once testing was completed, the rolling loop was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber was found to be the probable root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 encountered repeated error 319 that could not be resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer do a hard power cycle but the issue remained. The procedure was converted to a traditional laparoscopic surgery with no reported injury.